Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique prior to a pulse field ablation interventional procedure. Reportedly, the suture did not detach from the suture bearing. The suture was cut and the prostyle device was removed. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a sheath greater than 10f and the pulse field ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The entrapment cannot be confirmed as this is related to procedural circumstances and cannot be replicated in a lab environment.. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible, there was entanglement of the suture limbs causing the non-rail end to be pulled, inhibiting the posterior needle to pull through the knot. It is also possible, the plunger was not removed fully prior to repositioning the device, which tighten the non-rail end preventing harvesting of the sutures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.